Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker with a sensation of device heating up at the implant site with intermittent sharp stabbing pain. Boston scientific technical services (ts) advised the patient to contact clinician for symptoms and device evaluation. As of this time, this device remains in service. No adverse patient effects were reported.